Event description:
Coronary stent/balloon delivery system stent disengaged from the balloon system in a coronary artery, could not retrieve the stent with the balloon. Pt was taken to surgery for coronary artery bypass graft.